Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a direct correlation between the pump , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred on the date of implant. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that during implant, the surgeon saw increased bleeding between the pump and the sewing ring after coming off bypass. The pump was locked into place. Twelve internal pledgets were used during the case per normal implant approach. A cut then sew method was used. The surgeon packed surgicel, an absorbable hemostatic agent, between the pump and the sewing ring and turned up the pump speed. The issue resolved. No further information was provided.